Event description:
It was reported that during a rotational atherectomy/stenting treatment procedure, the rotablator guidewire fractured. The lesion being treated was a calcified, 99% stenotic lesion in the lad coronary artery. On completion of the invtervention with the rotablator, the physician placed bx stent at the lesion site. He then attempted to remove the guidewire but was stuck distal to the lesion. The physician attempted to forcibly remove the guidewire, but was unsuccessful. A multifunctional probing catheter was advanced to the tip of the wire and with the application of torque to the wire, it was successfully removed. The tip of the wire fractured, however, and remains in the patient's body. The pt status is listed 'good' following the procedure.